Event description:
Further information received indicated the patient had additional episodes of atrial and ventricular lead noise. The patient was asymptomatic. The patient will be monitored.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-15380. It was reported that the patient's atrial and ventricular lead were over-sensing noise. The patient was asymptomatic. Programming changes were made and the patient was stable throughout.